Event description:
It was reported that at implant the physician was securing the leads with sutures when the left ventricular lead migrated out of the target vessel. An attempt to reseat the lead was not successful. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and analysis found no anomalies. It was also noted that there was blood in/on the helix mechanism.